Event description:
It was reported that shocking impedance on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were high out of range. It was also noted that left ventricular (lv) pacing impedances had been increasing, but remained within normal limits. Boston scientific technical services (ts) provided information to the clinician. No interventions were reported. No adverse patient effects were reported. This crt-d and the associated leads remain in service. This crt-d device was subsequent explanted and replaced as part of a scheduled device replacement procedure for normal battery depletion. The shock impedance measurement prior to device replacement was noted to be 185 ohms and after the new crt-d device was connected to the existing right ventricular (rv) lead, the shock impedance measurement was noted to be 147 ohms. Both measurements are high and out of range. The boston scientific representative stated that when the pocket was opened, there was a lot of calcification in the pocket. The representative asked if cleaning the pocket would have caused the decrease in shock impedance measurements. Boston scientific technical services (ts) indicated that with both cleaning the pocket and the new device implant, a decrease in shock impedance would be expected. No adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking impedance on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were high out of range. It was also noted that left ventricular (lv) pacing impedances had been increasing, but remained within normal limits. Boston scientific technical services (ts) provided information to the clinician. No interventions were reported. No adverse patient effects were reported. This crt-d and the associated leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation results codes, and evaluation conclusion code have been updated.